Event description:
In user facility report (B)(4) was reported that a draeger ventilator failed to revert to prior settings after the pt returned from or. The tidal volume went from 4.9 to 12cc.

Manufacturer narrative:
Anser to user facility report (B)(4): the reported problem is related to the use of the volume guarantee option of the ventilator. Only during the use of this option the tidal volume can be set to a desired value (vtset). The device tries to achieve this volume within the set pressure limits. Prior to the reported event, the device was used in imv mode and has afterwards been switched off during transport after or treatment of the pt. After return the volume guarantee option has been activated. After switch on the device uses the currently measured vt as vtset in case the vtset is not entered by the user. If the flow measurement is not yet functional, the last set vtset is used as default value. In both cases this may be different from the last measured vt before the device was switched off. The set alarm limits are not influenced by the activation of the volume guarantee option. The device will alarm if these limits are reached. The device performed according to its spec, no device malfunction occurred. The device has been checked by the biomed, was found fully functional and is back in use.